Manufacturer narrative:
Additional information was received on march 3, 2022. The issues with the left implant were clarified. The issue was originally reported as a local reaction. However, it was clarified that the patient experienced left sided baker grade iii capsular contracture and left sided seroma. The devices were not replaced with explant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced left sided local reaction post procedure. The left breast began to enlarge and fill with fluid. The physician believed it was due to an allergic reaction. The physician removed the implant, cleaned it, and placed the implant back in the patient. This re-use of the device is off label per the instructions for use. Explant was performed on (B)(6) 2021. The right sided device was discovered to be ruptured during explant surgery. The left sided local reaction was reported initially under 1645337-2021-11280 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left sided local reaction. Manufacturer¿s reference number: (B)(4).